Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 430 mg/dl. Customer stated that there was a line going across the screen with makes it hard to read at times. Customer declined to report to 24 hours technical support. Customer stated that the insulin pump had motor errors during basal programming when the reservoir was empty, motor error become more frequent and had more insulin delivery issues causing customer¿s sugars to run sky high. Customer reported the drive support cap appeared normal. Customer stated that the insulin pump had not been exposed to strong magnetic field. Customer was able to complete pump rewind. Offered to troubleshooting the other issues and customer declined. The device will not be returned for analysis.

Manufacturer narrative:
Device received with missing segment/partial display, problem isolated to lcd board. Also, device alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test or verify no delivery alarm due to motor error alarm. Motor passed motor test.